Event description:
Complainant alleged that medics analyzed a patient (age and gender unknown) who was presenting a ventricular-fibrillation heart rhythm but the device returned a "no shock advised" determination. Medics continued to treat the patient and performed CPR per protocal then re-analyzed the patient. A "shock advised" determination was returned and the medics defibrillated the patient and converted the heart-rhythm to asystole. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.